Manufacturer narrative:
We have now concluded our investigation for the complaint received. The device intended to be used in treatment. The carrier was returned for evaluation, establishing a relationship between the reported event. Visual inspection confirmed silicone remained on the carrier, with the root cause, identified as a raw material issue. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history file contains further instances of the reported event, currently being monitored, with actions being taken to reduce further instances. However, this investigation is now complete with no further action deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, while using an allevyn life sacrum, the product is leaving behind silicone residue on the patient. No other complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.